Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative reported a lead revision. Impedance check was within normal range. The patient was reprogrammed to see if any there was improvement and there was none. The patient had pain present whether stimulation was on or off. X-rays were performed. A cervical percutaneous lead migrated cephalad after initial implant. A lead revision surgery was performed to pull the lead back down into position, which was successful. The indication for implant was radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.